Event description:
As reported, the patient stated that they underwent knee replacement surgery, which caused significant pain. Information provided indicates the patient was revised. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 02-012-64-1480 - tru fluted stm ext 14mm x 80mm blast, (B)(6). 02-020-13-0225 - truliant cr cem fem cr cem left sz 2.5, (B)(6). 02-022-51-2513 - truliant tib imp crc insert sz 2.5, 13mm, (B)(6). 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t, (B)(6). 200-02-32 - three peg patella 32mm, (B)(6). 201-78-15 - holding pin mini sharp point 4 pk, (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d8. E1: email unknown; add facility information e2/e3 g2. H6: health effect - clinical code, medical device problem code, type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.